Event description:
The reporter stated the cannula slipped out of the skin several times causing the self adhesive to become wet with insulin. No adverse event reported. Device not available for return.

Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states. Device not available for return.